Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter was giving intermittent out of range signals.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.